Event description:
A tandem mobi cartridge alarm was reported by the caller during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.